Event description:
Report received of a delay in therapy as a result of an alarm condition. At an unspecified time, the pump was being used to deliver an unspecified concentration of nitroglycerin. No specific program parameters were provided. Reportedly, the pump sounded an air-in-line alarm that could not be cleared; however, no air was visible in the tubing set. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.